Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while inside the body clipping a small vessel, the tips of the clip over lapped. They were scissored. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Small vessel on bed of liver. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes, outside.